Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws peeled. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Additional information: on (B)(6) 2017-jaws delaminated on hp2 per (B)(6) . Please send replacement to said address on complaint. More info to follow. The wire on the jaw was elevated. No injury. No other information. Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws peeled and delaminated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Specs of blood was observed on the harvesting tool handle. A visual inspection determined that the heater wire was flexed away from the center of the hot jaw. The wire remained attached at the tip and base of the jaws. Tissue and char buildup was observed on the jaws. The silicone insulation on the jaws was not peeled off and remained in place. Based on the returned condition of the device the reported complaint was not confirmed for reported failure ¿peeled ¿ but was confirmed for the analyzed failure mode "bent wire". Specific actions for the analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system. (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Specs of blood was observed on the harvesting tool handle. A visual inspection determined that the heater wire was flexed away from the center of the hot jaw. The wire remained attached at the tip and base of the jaws. Tissue and char buildup was observed on the jaws. The silicone insulation on the jaws was not peeled off and remained in place. Based on the returned condition of the device the reported complaint was not confirmed for reported failure ¿peeled ¿ but was confirmed for the analyzed failure mode "bent wire". Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws peeled. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Additional information: (B)(6) 2017 - jaws delaminated on hp2 per (B)(6). Please send replacement to said address on complaint. More info to follow. The wire on the jaw was elevated. No injury. No other information. Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws peeled and delaminated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected: "device evaluated by mfg?" Changed from yes to no(attach page to explain why not or provide code) (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws peeled. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Additional information: (B)(6) 2017-jaws delaminated on hp2 per (B)(6). Please send replacement to said address on complaint. More info to follow. The wire on the jaw was elevated. No injury. No other information. Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws peeled and delaminated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.